Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that surgical intervention took place where the system was explanted to address the issue. Manufacture representative was not notified nor present.

Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000136100.

Event description:
It was reported that the patient was unable to get into MRI mode and was experiencing ineffective therapy, upon further investigation, system diagnostics recorded high impedances on the lead. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the leads attributed to the event. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000136100.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device had not been received for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.